Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the wire broke during removal of the bag and the gall dispersed in the abdomen of the patient. Cleaning was needed to remove the gall. The patient's condition was reported as fine.